Event description:
The ge oec 9800 fluoroscopy system had image failure in the lateral mode. Image was dark when rotated to lateral position. System removed from use for service.

Manufacturer narrative:
A ge service rep investigated the issue and found extend system boot time which was corrected by replacing the system hard drive. Image quality issue found to be system set in manual mode instead of automatic mode. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.